Manufacturer narrative:
It was reported that the patient was not using dianeal 1.5% pd2 solution. On an unreported date, dianeal therapy was discontinued. On an unreported date, antibiotic treatment was discontinued. At the time of this report, the patient¿s catheter was removed and the patient was transferred to hemodialysis. The patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis. The cause of peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, for 5 days, route not reported) and meropenem injection (1 gram, once a day for 14 days, route not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available at the time of this report.